Event description:
Add'l info from the voluntary report: on (B)(6)2010 11:46 am, (B)(6) rec'd a call from MFR rep wanting info regarding a broken hip prosthesis. Per op note, pt had hip placed by dr (B)(6) on (B)(6)2008. On (B)(6)2010, pt was admitted to (B)(6) and underwent surgery and found, a fractured femoral neck implant. The head and neck were removed. On (B)(6)2010 12:10 pm (B)(6).

Manufacturer narrative:
Device #3: investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. The device event code is addressed in the package insert. The product has not been returned. This is the same event as 1043534-2010-00121, 00122. Add'l info from voluntary report: (B)(4): orthopedic products. Lot# 028546978. Other#: pha01254. Explanted: (B)(6)2010. Reporter does want their identity disclosed.